Event description:
Physician additionally reported right side ¿turned prosthesis¿, ¿presence of peri-prosthetic fluid¿ and ¿hypo-intense nodule¿. Physician later reported that the ¿nodule event is not related to the implant". The device has been replaced.

Manufacturer narrative:
Correct reason for reoperation was contra-lateral side "contracture". Continued h6: f2203 - imaging required. Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma -late : unable to observe since it is a medical event and is not related to the device. Flipping: unable to observe since it is a medical event and is not related to the device. Lump/nodule -ndr: unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. Wear abrasion observed on the device. Crease fold observed on the device.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma-late . Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported " turned prosthesis and presence of peri-prosthetic fluid." The device remains implanted.